Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin based on the control iq software. Customer's blood glucose level was 170 mg/dl. A pump reset was performed to address the issue.